Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user over filled the cartridge with 350 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose value.